Event description:
Abnormal cells found outside 22 fields of view. No trigger cells were present to prompt a full scan of the slide. The diagnostic cells were found during routine qc. There was no delay in patient diagnosis. The slide will not be coming back to hologic for review.